Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate. After an unspecified length of time, the customer contact indicated that an unspecified volume of solution leaked at an unspecified white connector of the tubing set. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no add¿l info was provided including if the leak of solution was cleaned up according to the user facility¿s protocol and if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.